Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported intermittent issues with the sleep/wake button, noting it sometimes vibrated inconsistently or did not wake up the device. On (B)(6) 2025, the user called back after sending another video demonstrating the issue, confirming this had been ongoing since device start. The agent advised that the ilet would need to be replaced, and instructions were provided on data syncing, shutting down the device, and returning the pump within one week using a provided shipping label. The agent clarified that data would not transfer to the replacement and startup would be required. The user was advised they could continue using their continuous glucose monitor (cgm) with the dexcom app or receiver in the meantime. Blood glucose (bg) was not affected.